Event description:
Additional information received reported the patient had an upcoming surgical procedure to replace their implant. It was noted the r eplacement surgery was scheduled 2 days following report. It was stated the patient had an appointment with their doctor on 2013-(B)(6). It was stated the patient would need to reschedule their replacement surgery because they could not get a flight ticket in time for the procedure. It was noted for the past 15 years the patient used the implant and ¿it worked well for what it was designed for.¿ it was stated the patient wanted the replacement so they wouldn¿t have to deal with the ¿magnetic reed effect of on/off.¿

Event description:
It was reported that the healthcare professional (hcp) was wanting to have device replaced so it was obviously not working. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1992, product type: lead. (B)(4).